Manufacturer narrative:
Additional information: the following fields were updated accordingly based on the additional information received from the customer: section a4: patient weight: 193 lbs. Section a5: ethnicity: not hispanic. Section b3: date of event: 6/12/23. Section b5: additional information received indicated that there were no surgical interventions. There was no injury and the patient outcome was reported as "well heald, discussed uncorrected astigmatism, may benefit from limbal relaxing incisions (lri)." The following fields were updated based on the additional information received from the account: section d6a: if implanted; give date: (B)(6) 2023. Section e1: initial reporter email address: (B)(6). Section e1: initial reporter phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided, but the best estimate date is prior to (B)(6) 2023. Section d6a: if implanted, give date: the exact date of implant is unknown, not provided, but the best estimate date is six (6) months earlier than nov 8, 2023. Section h3: (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric multifocal intraocular lens (iol) was explanted six months after the initial surgery because of the intolerable dysphotopsia that the patient was having. The issue was first identified during post-operational examination. Another johnson & johnson lens of different model (dcb00), a monofocal iol was implanted as a replacement. Unknown if other interventions performed or not. The patient outcome was not provided. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 28, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received for evaluation. Visual inspection reveal that the lens was received in a specimen cup cut in half and with an unknown fluid. The lens was cleaned and presented with no additional issues that would have caused or contributed to the complaint event. The complaint issues "explant" and "visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.